Manufacturer narrative:
The lead was returned with no reported event. As received a complete lead was returned in one piece. Visual inspection found multiple external insulation abrasions breaching the outer insulation and exposing the outer coil at the proximal to the suture tie impression. The cause of the external insulation abrasion is consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures, however; an internal short was noted between conductor paths due to procedural damage.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: h3 previously listed as "no' in error.